Manufacturer narrative:
H10: the device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures. Visual inspection of the device showed a complete detachment of the electrodes and some discoloration of the tip. The device was connected to a known good controller, which revealed that while the device's tip was detached, the wand was able to electrically activate with no issues. Saline line performed as intended. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: 1) using the wand above default output settings, there by causing the electrode to detach. 2) pressing the tip against hard or bony surfaces, there by causing the electrode to detach. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the tip of the wand fell off. Incident occurred before the procedure; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.